Event description:
It is reported that the depth gauge was measuring incorrectly.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: a probable cause for this event is comingling of the parts in the field. As this instrument can be taken apart into three pieces for cleaning, it is possible to re-assemble a combination of subcomponents from other lot numbers. The devices in the field from the past 9 years had part numbers etched on all sub components, this lot was manufactured prior to this change. Review of the device history records did not find any deviations or anomalies.